Event description:
New information stated that the lead fractured due to subclavian crush damage. Noise was observed and was reproducible in-clinic with isometric exercises and testing. Lead was explanted and replaced.

Event description:
It was reported that the patient presented in-clinic for follow-up. Noise was found via review of stored egms which lead to inappropriate vf detection. Therapy was not delivered. Varying high impedance was also found. Lead to be revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Insulation damage was found at 26.7-27.1cm from the pin consistent with clavicle crush damage. The sensing conductor insulation was abraded. This is consistent with the observation from the field of noise. External insulation abrasion was found at 17.0-18.1cm from the pin consistent with lead friction to the ICD. The conductor insulation was intact at the same location.